Event description:
Boston scientific received information that this right ventricular (rv) lead and associated pacemaker exhibited loss of capture (loc) and pacing inhibition with asystole less than 2 seconds. Additional information was received from the field representative that the rv lead was fracture which was identified through non-capture and high out of range pacing impedance of greater than 2,000 ohms. No fluoroscopy performed and the lead was surgically abandoned while the device was explanted as it was close to elective replacement indicator (eri). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.